Manufacturer narrative:
Review of the historical complaint database identified one similar complaint; however, there are no capas nor non-conformities for vitek ms linked with customers' reported issue. For lis (laboratory information system) convenience, the local field service engineer (fse) and the customer had implemented bci connect rules to modify the content of the ast message sent to lis. Customer wanted to change ¿(-)¿ susceptibility result to ¿r¿. To implement this request, the fse set a rule in bci connect utility. Each rule will read the susceptibility result for each drug and if equal to ¿(-)¿ then replace by ¿r¿. For information, ¿(-)¿ indicates that susceptibility testing is not recommended as the species is a poor target for therapy with the drug. From a technical standpoint, the process to identify ¿(-)¿ and modify ¿(-)¿ to "r" is is via two software actions. - the first action locates drug indexes where susceptibility is equal to ¿(-)¿. - the second action changes ¿(-)¿ to "r" based on those indexes. During execution of the first action (identify drug indexes for modification), due to an anomaly in the script¿s configuration, a drug can be disregarded in the counting/assignment of the number/index. Then, during the second action, when the change in value was applied to a drug using it¿s number/index, the count was incorrect. This resulted in a shift of index between a drug with ¿(-)¿ value and a drug where the ¿r¿ value was applied, which caused a value of ¿r¿ to be applied to the drug just before in the list; hence, changing the result for this drug in the lis from ¿s¿ to ¿r¿. Multiple conditions are required to produce the anomaly: 1) use bci connect. And 2) use scripting configuration screen and copy/move/swap section to create rules on fields for adapting messages to what is expected or sent by the lis. And 3) create a scripting rule with one function impacted by the issue (copy, move, swap, delete, uppercase, lowercase, setvalue, truncate, prefix, suffix, removechars) and 4) the target field to modify must be in a list (succession of repeated elements as antibiotics in an ast result). The target field is defined by its name and its position (index) in the list. And 5) the message must contain more than one element in the list (as antibiotics in an ast result). And 6) the targeted field is missing in some instance of the list. Root cause: =========== cause traced to design. CAPA (pr 1745169) was initiated on april 30th, 2021. Conclusion: =========== based on investigation information, fifteen (15) specimens were identified (vs. 2,041 ast results processed) as impacted since the update to myla 4.8/bci connect 2.2 on 22-feb-2021 for the german customer (specimen ids list already communicated to the lcs) associated with the complaint. On 24-mar-2021, biomérieux disabled the customer's mapping rules associated with the identified anomaly. The anomaly record (helix dr#28408) was initiated 08-apr-2021. The investigation determined the anomaly is present since myla v4.7.0 with bci connect and for rs-232 (serial and tcp), ftp and sharedfolder protocols. The impact is limited to ast results. Field action fsca-5173, with associated customer letter, was issued 05-may-2021 to prevent recurrence of the issue at customer sites. Service personnel will disable user mapping rules in bci connect until the software solution can be applied; myla 4.8.2 including correction of this issue (csn-5123). Service personnel also confirmed with the customer that no patient was impacted by the list of results potentially impacted (B)(6) 2021.

Event description:
A client in (B)(6) notified biomérieux of the myla v4.1 cli dl380 server (ref. 419061, serial# (B)(4)) sending incorrect results to their laboratory information system (lis). The customer stated the vitek® obtained a clindamycin "susceptible" result for a patient sample. This result was then changed to "resistant" by myla and sent to the customer¿s lis. The customer confirmed this same susceptible-to-resistant modification issue occurred with vancomycin and tigecycline results. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. Biomerieux global customer service (gcs) and research and development (r&d) departments have initiated an internal investigation.